Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced the ace68 through a neuron max 6f 088 long sheath (neuron max) and over a non-penumbra microcatheter to the target location. The physician made a pass using the ace68; however, it was unsuccessful. The physician then attempted to make a second pass; however, the ace68 was unable to advance to the target location. Therefore, the physician attempted to remove the ace68; however, the ace68 was stuck. The physician then advanced a non-penumbra microcatheter into the ace68 and used a non-penumbra stent retriever and attempted to use the solumbra technique. However the ace68 was still unable to be advanced or retracted. The physician then made a second pass using the stent retriever and microcatheter, and the thrombus was successfully removed. Next, the physician inserted a non-penumbra guidewire into the ace68 and was able to retract and remove the ace68 from the patient. Upon removal, the physician noticed that the tip of the ace68 was broken and ovalized. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 had a partial fracture on the distal tip of the device approximately 136.5 cm from the hub; 2.0cm from the distal tip. The inner filament was broken inside the catheter¿s lumen. The ace68 was stretched and ovalized from approximately 114.0 cm from the hub to the distal tip of the device. The ace68 had a total length of approximately 138.5 cm. Conclusions: evaluation of the returned ace68 revealed a stretched and ovalized device with a partial fracture on the distal tip. Further evaluation revealed the ace68 was stretched and ovalized. The complaint report mentions severe stenosis and calcification in the patient¿s anatomy which likely contributed in the difficulty advancing and retracting the ace68. If the ace68 is pinned within patient anatomy and is subsequently forcefully retracted against resistance, damage such as stretching, ovalization, or fracture may occur. If a non-penumbra stent retriever is used with the ace68, this may contribute to the observed damage. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.